Event description:
It was reported that the sensors were not lasting more than five days. The caller wanted to know if this was a normal and was advised that it was not. The customer declined to provide their blood glucose level. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.